Manufacturer narrative:
(B)(4). Batch # n91w9l. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be with no damage. In addition, a photo was received of what appears to be an instrument and a clip. The condition of the clip or instrument could not be determined by reviewing the image. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired, as in the ends of the clip did not fully approximate. It is unknown how the procedure was completed. There were no adverse consequences for the patient.